Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm and an insulin pump error. Customer's blood glucose value was 14 mmol/l. Customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump. The customer performed self-test and it did not pass. The customer reported that fill cannula was recorded in daily history. Customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No pump error 63 noted during testing, however, pump error 63 was present in the insulin pump trace download due to moisture on keypad connector. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. During inspection found electronic stack and motor moisture damaged.